Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock lead impedance for this right ventricular (rv) lead was found to be greater than 140 ohms. No interventions reported. No adverse patient effects were reported. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service.